Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the atrial lead exhibited capture threshold greater than 7.5 v at 1.5 ms. The lead was ex- planted and replaced.